Manufacturer narrative:
The initial MDR 2432235-2016-00086 was filed on february 18, 2016. Corrected information (02/20/2016): it was incorrectly noted that it was unknown if the corrected result was reported to the physician(s). The corrected result was reported to the physician(s).

Event description:
The corrected result was reported to the physician(s).

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the water line from the diluter to the heater coil junction, base pump and check valve. The cse performed adjustments to the ancillary probe. The cse cleaned the luminometer and base probe. The cse then ran quality controls, which were within range. The cause of the (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result, above the cutoff for mandatory confirmation testing, was obtained on one patient sample on an advia centaur instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting (B)(6). It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.